Event description:
Barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient experienced numbness in their lower jaw and right corner of their lip area. While at the post op wound care, the patient experienced hypotension. The patient was given fluids since they reported that they hadn't had much to eat or drink. The patient's therapy was adjusted until the patient's blood pressure was 90/55. The patient reported that they felt great following the adjustment. On (B)(6) 2024 during the patient's titration visit, the patient experienced lightheadedness when titrated up. Therapy was adjusted and the patient was no longer lightheaded. Per the opinion of the physician, the root cause of the numbness was unknown, but it was thought to be a possible nerve injury. As of (B)(6) 2024, there was no plan for further intervention to address the numbness however, it will be monitored to see if the sensation returns. As of (B)(6) 2024, the patient reported that the numbness was improving and the drop in their lip was slightly improved.

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Following surgery, the patient experienced numbness from their lower right chin down to their neck and reported that they did not have control of their lower right mouth. The patient was seen for a follow-up on (B)(6) 2024 and reported that they continue to experience the same level of numbness.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).